Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent implant of boston scientific advantage mesh on (B)(6) 2013 due to sui and symptomatic cystocele. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 due to cystocele and stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2013 due to failed mesh.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.